Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose close to 500 mg/dl. At the time of this report, customer's blood glucose was 406 mg/dl. Customer treated for high blood glucose with a bolus. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles or leaks were found and insulin exited at the quick release during manual prime. The high pressure test was performed and passed. Customer was advised to change entire set, reservoir, and insulin and follow up with healthcare professional regarding unexplained high blood glucose.